Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: email address, address, post code/zip code, telephone number: unknown, information not provided. Section h3: the customer reported the iol packet had fungus however, no testing was performed by them to corroborate there was fungus present. At the time of this report product evaluation has not been performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Manufacturing record evaluation: the manufacturing records review for this device shows that it was released within specification. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that the the tecnis 1-piece intraocular lens (iol) of 21.5 diopter (d) was found to be contaminated. The iol packet had what was described as fungus. The issue was first observed during handling but prior to insertion into the eye. There was no patient contact. Upon follow-up it was reported that there was no shipping damage or no use error. No further information is available.